Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/25/2015. The fse confirmed the leak from cut tubing through pinch valve (pv) 49. The fse replaced the tubing resolving the leak. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 5ml from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.